Manufacturer narrative:
Clarifying information received. Annex e and f codes updated.

Event description:
On 05/29/2025: is there an impact on patients, healthcare providers, users, or others? "Yes". Please explain the implications of the above statement. Confirm that no injury/serious injury occurred. "Not".

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 429500 and 4271590. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd connecta plus3 white pegs leaked when connected. The following information was provided by the initial reporter: leakage of fluid and blood during use after connection to an infusion set.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 non-bd syringe and needle sample submitted for evaluation. Upon visual inspection of the sample it was determined that the product is a non-bd device, therefore, the reported issue of leakage was not confirmed upon inspection of the samples. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed for the material and batch number identified in this complaint, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.